Manufacturer narrative:
(B) (4). Results: evaluation of the returned product shows that the alarm has intermittent power and alarm. (B) (4).

Event description:
The customer claims that the alarm unit will not power on with new batteries. There was no patient injury reported. Evaluation of the returned alarm unit shows that it has intermittent power and alarm.